Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.